Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue of image disappearance. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation results, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited image disappearance. The issue occurred during routine inspection by customer. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image disappearance. The issue occurred during routine inspection by customer. There was no report of patient harm.